Event description:
It was reported that the target lesion was moderately tortuous and moderately calcified. The trek 3.0 x 12 mm balloon was advanced to the designated site and inflated, but upon reducing the pressure to deflate the balloon, the balloon would not deflate. The device was retracted with the balloon fully inflated. Another 3.0 x 12 mm trek balloon was used to complete the case and the procedure continued on without issue. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.